Manufacturer narrative:
Another contact info:(B)(6) esp personnel recommended switching to another cardiosave. Nurse denied assistance with replacing the pump at that time. Esp personnel provided her with my direct number and asked her to call him if she needed any additional troubleshooting assistance. No patient harm or injury reported.

Event description:
It was reported by the customer through emergency support program that the cardiosave intra aortic ballon pump(iabp) had issue monitor screen. Iabp monitor screen had turned red. No patient harm or injury reported.